Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is not receiving effective stimulation coverage from her scs system and is causing increased pain. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.